Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, noise was observed; as a result, patient received an inappropriate shock. The lead was replaced and will not be returned.